Event description:
It was reported that the "last pump needed a catheter replacement". It was also stated that the physician "pulled the catheter loose" from the spinal cord, then he put in generic baclofen that made him be "stoned" getting too much medication and he was overdosed.

Manufacturer narrative:
(B)(4).